Event description:
It was reported that the user experienced a hypoglycemic event with a glucose value of 40 mg/dl while using the ilet bionic pancreas, and review of synced reports indicated the user intentionally announced a meal as larger than actual to receive more insulin, which was assessed as the likely contributor to the low. Symptoms included hypoglycemia. Outcomes included use of oral glucose for treatment and completion of troubleshooting and education. Investigation included review of device data and user-reported history. Investigation of this case revealed user-related use error involving incorrect meal announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.